Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered implant 5 x 11.5mm (nt511) was returned for investigation with a disassembled mount. Visual inspection of the as returned product identified signs of damage to the internal driver feature and external hex feature. Functional testing was performed for the returned product and it was determined the mount and implant would become stuck together when assembled due to the excessive damage. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Street address and city unknown.

Event description:
It was reported that the mount was stuck to the implant. The implant and mount are a bundled device. Another implant was placed to complete the procedure. Tooth location 19.